Event description:
In (B)(6) of 2009, I had the essure procedure done. The reason for the essure was because it was told to me that it was the safe effective form of birth control for me. At the time it seemed the right choice, however, after the three month test that was done to make sure that the tubes were blocked I started noticing changes within my body. My periods became heavier and more intense. This has gone on for the last four years and was to the point that I was literally laid up for two to three days because the bleeding was so heavy and the pain was completely unbearable. Earlier this year I finally had enough and sought a new doctor to find out what could be done to help with the problem. The doctor suggested novasure but would need to get an ultrasound done first. The ultrasound showed that I had two coils on the right side one of which was hanging in my uterus and the left side seemed to be in place. I was left with really no option but to have a hysterectomy done. To find out that all of the issues that I was having was a direct result of the essure.